Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and no capture shortly after implant. The pacing and tachy detection on the lead were turned off. Four years later, the patient was admitted to the hospital with symptoms of syncope. Interrogation of the device showed multiple episodes of complete heart block with no ventricular pacing. The lead contains an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.